Event description:
The user facility reported the following: epidural catheter broke off in pt during removal. The pt was in sitting position, withdrawal going as usual, then catheter elongated and broke.